Event description:
While performing care during a resuscitation of an infant, the oxygen hose spontaneously dislodged from oxygen outlet and metal adapter, striking the employee in the chest with force. Employee not injured due to strike being in a padded area of body. Note: chemetron adapter at end of oxygen hose was plugged into an o2 coupler wye.